Event description:
The arthroplasty was revised due to acetabular loosening, femoral loosening and possible infection. The components were implanted in situ for ~ 1.8ythe acetabular shell, acetabular liner, femoral head and femoral stem components were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
Patient identifier should read, (B)(6). The patient is (B)(6) in height. An event regarding infection and loosening involving a primary tritanium hemi solidback cup 54mm was reported. The event was not confirmed. A photograph of the primary tritanium hemi solidback cup 54mm was provided for review. There is some damage to the porous coating on the distal side of the shell. Nothing else could be learned from the photograph. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other events for the reported lot. There have been other events for the reported sterile lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
The arthroplasty was revised due to acetabular loosening, femoral loosening and possible infection. The components were implanted in situ for ~ 1.8y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.